Event description:
It was reported that the device was intermittently ventricular undersensing events due to varying r-wave amplitudes. Programming changes were recommended. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.